Event description:
Follow up information received from the patient reported that everything got all sorted out and everything was working great. It was confirmed that the por was cleared and the therapy was working well.

Manufacturer narrative:
Date of event was reported as 2 months ago (cataract surgery).

Event description:
Information received from the consumer reported that they charged the patient's implantable neurostimulator (ins) twice a week and it took 1.5 to 2 hours. They wondered why it's "not taking long to charge" and reported the last 3 times they charged it "doesn't take long". It was noted that the patient has not felt the stimulation in over a week. There was a informational power-on-reset (por) seen on the recharger unit when they were charging. The therapy/stimulation stopped had stopped due to the por. It was noted that the patient had cataract surgery 2 months ago. It was reviewed with the reported to bypass the por by pushing the audio key while charging. This was successful and the device was turned back on for adequate therapy. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.